Manufacturer narrative:
Analysis could not reproduce customer experience, but multiple "sensor 7" issues in the logs. It was also found that the hard drive health was less than one hundred percent, and there was a loose electrocardiogram (ECG) connector on the link electronic module (lem) board. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was showing power failure on multiple occasions. Different power cords, power outlets, and different rooms were attempted without the issue being resolved. The programmer has been returned for service. No patient complications have been reported as a result of this event.